Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical is replacing the inspiration valve under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 300 (device in failsafe) technical failure 545 (astepinspvalve value out range - failsafe)and technical failure 316 (blower failure). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. During start-up self-test procedures since (B)(6) 2022 14:48:46, the following sequence was logged, alarm 545 (astepinspvalve value out range - failsafe); alarm 300 (device in failsafe) a consequence of alarm 545; and alarm 316 ("blower failure). The root cause was determined to be due to a defective inspiration valve nt.